Event description:
It was reported that a progav (part # fv434-t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 190 centimeters (cm), weight: (B)(6), gender: male. Same event as medwatch # 3004721439-2022-00131.

Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at 0.070 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in the horizontal position. Internal inspection : after dismantling of the valve, deposits were found in progav. Results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation, we are unable to substantiate the clinical claim of under-drainage and adjustment difficulties. At the time of our investigation, the valve was operating within the specified tolerances. However, it is possible that the deformation of the outer housing and the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.